Event description:
The tubing separated from the bd nexiva housing. The reporter has been contacted regarding additional information and has not responded at this time.

Manufacturer narrative:
The sample has been received for analysis and is curently under investigation. A supplemental report will be submitted upon completion of the investigation.